Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 1 faulted with error 319. The customer restarted the system, with no resolution. The intuitive tech support engineer( tse) walked the caller through a hard power cycle of the patient side cart (psc), but the issue persisted. The tse reviewed the system logs and confirmed the reported 319 errors against the axes controller carriage (acc) of arm 1. The customer tried an additional power cycle, to no avail. The procedure was completed on a backup psc. There were no reports of patient injury.

Manufacturer narrative:
During visual inspection, no evidence was found that would relate to the reported problem. The unit was tested on an in-house system and failed in normal mode with error 319. The unit was tested on a patient side cart (psc) fixture test platform (pftp) and fiber test failed pointing to the rolling loop. Once testing was completed, the fiber was tested and verified to be the source of the fault. The root cause is attributed to a communication error due to the rolling loop in the usm. This issue can be resolved by fse replacement of the usm.

Event description:
Refer to h11 for follow-up information.